Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration unknown) at 1498.2 mcg/day via an implanted pump for intractable spasticity and post spinal cord injury. It was reported the patient had respiratory depression and the healthcare provider (hcp) was wanting to rule out the pump. The hcp believed the pump was overinfusing. The rep was asking for troubleshooting considerations and reported this was a ¿complicated patient.¿ the rep was unaware if there had been volume discrepancies at refills. The rep would follow-up with the hcp and could not troubleshoot due to lack of access to the product. The hcp planned to decrease the patient¿s dose by 10% and the event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Have been updated. Information refers to the main device, the other relevant component includes: product ID 8780 lot/serial# (B)(4) implanted: (B)(4) 2014 explanted: product type catheter; ubd: (B)(4) 2015 UDI# (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and consumer via the manufacturing representative (rep). Regarding the reported respiratory depression, the rep reported they spoke with the managing hcp and the patient and they were told the patient had a narrowed airway and experiences asthma. It was indicated this was not the first time the patient had experienced this type of respiratory depression. The doctor could not rule-out that the baclofen had been a factor in the respiratory issues. The respiratory issues resolved after the pump was decreased by 10 percent and the patient started using a trilogy ventilator (to continue using at home). It was also reported that the doctor had been increasing the patient's dosage regularly due to continued spasticity. The patient experienced days where they were extremely tight and other days where they seemed to be okay. The doctor ordered a catheter dye study for (B)(4). The catheter access port (cap) was accessed and only a small amount of clear fluid was retracted from the cap, enough to the fill the internal tubing, before the hcp could no longer pull back. Therefore, they doctor was unable to continue the study and push dye through the catheter for diagnostic purposes. The patient was in the process if getting scheduled for surgery to look at the catheter and possibly perform a complete revision with a new pump. It was noted the patient was due to have the pump replaced within the next two years. The patient was receiving a compounded drug of 4000 mcg of baclofen. It was indicated the rep would be sending the pump catheter back to the manufacturer for analysis. Surgery was to be determined at the time of the report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the report that overinfusion was suspected, the healthcare provider was asked if it was thought the device was delivering too much medication or the patient was receiving too much medication. The healthcare provider stated the device was delivering the appropriate amount of medicine. It was reported the actual reservoir volume was 4 milliliters (mls) and the expected reservoir volume was 4 mls. The hcp reported a there was a kink in the catheter near the pump which had caused the inability to aspirate from the catheter access port (cap). The catheter was revised surgically on (B)(6) 2018.. Of note, per device registration, the revision occurred on (B)(6) 2018, and the pump was explanted at this time. The status of the explanted devices was not provided.